Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: jugular introducer with attached filter still sticking in the penetration approx. 31 cm from distal of the sheath is returned. The sheath was cut open and the filter removed. Two of the secondary legs/blades are severely damaged, this indicating their primary legs had penetrated the sheath wall. Two kinks in the introducer were found in the area, corresponding to the sheath penetration. There is no information about the anatomy, but is reported that filter was placed via left jugular vein. According to package insert the right jugular vein is preferable. Under normal conditions the introducer sheath is strong enough to accomplish the procedure. However, if excessive force is used to advance the sheath through tortuous anatomy, the sheath may kink and the filter legs may be prone to penetrate the sheath wall, if forcefully advanced through a kinked sheath. There is no evidence to suggest that this device was not manufactured according to specifications nor to suggest device failure. Cook medical will continue to monitor for similar events.

Event description:
Left internal jugular vein was punctured and the component sheath was advanced to the lesion. Then, the advancement of the filter to the target ivc area through the sheath was performed, but the filter leg perforated the sheath on the way. The sheath was retrieved out of the body with the filter sticking/perforating in it. Another manufacturer's ivc filter (optease) was implanted by femoral approach instead and the procedure was completed successfully. Patient outcome: no adverse events to the patient.